Event description:
Customer reported the inner cannula would not fit or lock in correctly. Covidien is attempting to gather further details associated to the circumstances of this report, including return of sample. Investigation efforts are ongoing.

Manufacturer narrative:
(B)(6). Investigation efforts are ongoing. If a sample becomes available for analysis, a summary of the investigation will be provided in a supplemental report.